Event description:
It was reported to philips that the device had a self-test failure. There is no patient involvement. Updated problem statement: it was reported to philips that the device had a status log failure. There is no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a self-test failure. There is no patient involvement.